Manufacturer narrative:
During evaluation, the following were observed: a noisy image was not confirmed, a bend angle in the up direction does not meet the specification due to wear of the angle wire, an el-connector (electrical connector) had corrosion due to water leakage and a ccd (charged coupled device) lens adhesive was peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera bronchovideoscope image showed a lot of noise. The issue was found during preparation for use. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the connecting tube had peeling coating ( 1 square millimeter or more). There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the coating on the insertion section was peeled off, however, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿3.2 inspection of the endoscope 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities.¿ olympus will continue to monitor field performance for this device.